Event description:
It was reported that an angio-seal was used to seal the femoral arterial puncture after a coronary artery stenting procedure (cas). The suture was cut and hemostasis achieved. Approximately 2 hours later, a CT was taken because the patient's blood pressure had dropped. A retroperitoneal hemorrhage was found. A blood transfusion of mannitol adenine phosphate (map-4 pack), plasma protein fraction (ppf-1 pack) and fresh frozen plasma (ffp-2 pack) were given to the patient. The patient was reportedly recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.